Event description:
It was reported that patient loss therapeutic effect while the stimulation was on .she started having problem in august/september. It was indicated that their neurostimulator (ins ) worked well for a while but all of a sudden they were back to using pads and not working well anymore. It was noted that patient had changed programs and when she was trying to increase ,it was too intense. It was reported that patient had foot surgery in june and had being out of it from the pain. It was indicated that patient still had problem with her foot "since it did not work".patient could barely walk and it was hard for her to get to the bathroom at night. It was reported that patient tried every program, thought it was almost close to perfect but does not seem to be doing anything. It was indicated there was no known accident or incident related to the complaint. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va088yg, implanted: (B)(6) 2013, product type: lead. (B)(4).